Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf. The thermocool smarttouch sf irrigation was not working well. Therefore, the physician flushed the pump 3 times; however, the problem did not resolve. Finally, changed the catheter. No patient consequence. Additional information was received. The issue was noted when trying to use it on the patient. There was no error found in the pump. It was found because the temperature was not controlled during ablation. The correct catheter settings were not selected on the generator. No issues with the flow rate change at the start of the ablation. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 24-apr-2025. Following j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. Also, an irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot, and no internal actions related to the complaint were found during the review. The high temperature and irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the irrigation issue was found when trying to use it on the patient. The thermocool smarttouch sf irrigation was not working well. Therefore, the physician flushed the pump 3 times; however, the problem did not resolve. Finally, changed the catheter. No patient consequence. Additional information was received on 24-jan-2025. Suspected the 3 way tubing for the reported flow / irrigation issue as replacing the irrigation tubing and saline did not resolve the issue. The issue was noted when trying to use it on the patient. There was no error found in the pump. It was found because the temperature was not controlled during ablation. The correct catheter settings were not selected on the generator. No issues with the flow rate change at the start of the ablation. Additional information was received on 03-feb-2025. Clarified that the high temperature alert occurred. The cut off value was not exceeded. Only the high temperature alarm occurred and the ablation was not stopped. The generator thresholds- warning: 42¿c, cut-off: 50¿c. Clarified previous response of ¿the correct catheter settings were not selected on the generator¿. The catheter was set to thermocool sf, and all other settings were set to preset except for watt change. No other issue / problem related to the previous question. The irrigation issue was originally considered non-reportable, however, bwi became aware on 24-jan-2025 that the irrigation issue was found when trying to use it on the patient and have reassessed the irrigation issue as reportable. The awareness date for this record is 24-jan-2025.

Manufacturer narrative:
The investigation was completed on 26-feb-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31341669l and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).